Event description:
The customer observed a potential falsely elevated trop I result on a patient sample. The magnitude and direction of the elevated result could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Datalogger analysis indicated that at the time of the event no known malfunction has occurred. Quality control results were within acceptable limits. The root cause of the negative shift in the patient result is unk.